Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes. H3 other text : see h.10.

Event description:
It was reported that the syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced a failure to contain blood/medication. The following information was provided by the initial reporter: when using the syringe it was noticed the syringe was broken and the medicine leaked, loosing it.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced a failure to contain blood/medication. The following information was provided by the initial reporter: when using the syringe it was noticed the syringe was broken and the medicine leaked, loosing it.